Manufacturer narrative:
Initial.

Event description:
It was reported that the user recently switched to inset infusion sets and experienced three insulin occlusion alerts across different sets, after which they removed the pump supplies and reverted to multiple daily injections; the reported maximum blood glucose was 300 mg/dl, and the issue aligned with an obstruction of insulin flow associated with the connector/coupler component of the infusion set. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a delay to therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a deformation-related problem consistent with obstruction of flow at the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.